Manufacturer narrative:
Waiting for physician's determination if the device will be removed, so the explanted device can be examined. Device not returned.

Event description:
Patient went to doctor's office with pain in the hip. X-rays were done to diagnose the source of the pain and it was discovered that the hip stem was broken. The doctor indicated that the patient has gained a significant amount of weight since the hip was implanted and that he suffers from multiple medical issues. The doctor was told that someone had sat on the patient's leg in an attempt to restrain him at some point.